Manufacturer narrative:
The selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the tower door assembly. A field service engineer cleaned micro switch and tightened switches in order to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had tower door 6 failure. The user mentioned that the issue continued to persist when even tried to recover and restarted. There were no adverse events or injuries reported based on this event.